Manufacturer narrative:
(B)(4). Additional information: the device was returned with body fluids on the device (evidence of usage) and with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade.

Event description:
It was reported that before a left hemicolectomy procedure, the active tip of the harmonic scissors is broken before starting the surgery, before use in patient. They didn¿t have any more harmonic scissors and had to open the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: what is the rationale for the convert to open, rather than continuing the procedure laparoscopically? They didn¿t had more harmonics at the institution. Why was the lap procedure not completed with another harmonic device or another method such as electro-cautery? Doctor decision. Where in the set-up process was harmonic shears found to be broken? No.